Manufacturer narrative:
The customer reported that the procedure was completed successfully using external equipment that included a "philips portable EKG machine." The customer elected to close the lab where there were alleged problems for troubleshooting activities. During this time, there were no cancelled or rescheduled procedures. The customer's reported problem is currently being evaluated by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced with the patient data module (pdm) resulting in no output to the hemo monitor after sedation and active monitoring were initiated. External equipment was used to complete the procedure; however, the patient was moved to another lab, so that pressure values and ffr (fractional flow reserve) could be obtained. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully using external equipment. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 06oct2016. During troubleshooting activities between merge technical support and the customer, it was revealed that the pdm (patient data module) had no output values. The customer changed out all the cables and rebooted the hemo application several times but the unit still did not receive nibp, spo2, or ECG. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Merge technical support shipped the customer a replacement v2 4p masimo nibp 2.x pdm on 21sep2016 (RMA # (B)(4)). The faulty unit was shipped to the manufacturer for evaluation and received by merge healthcare on 21sep2016. The manufacturer's evaluation results showed that the customer's reported problem, pdm would not turn on, could not be confirmed. The unit powered on as expected and passed all tests. For this reason, conclusion code 71 (no failure detected, device operated within specification) was used. Device labeling, (B)(4) v9 user manual, addresses the potential for such an occurrence in the faq section by statements such as, "question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected." Also, the general equipment care section states, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." No further actions are anticipated at this time due to the issue being readily apparent to the user, the assessed non-serious patient impact, and the user manual instructions on which hemo components to check to ensure functionality. Revised information contained in this supplemental report includes the following: d10 - indication that device available for evaluation (date hardware received). G4 - date new information received by manufacturer (case closure date). G7 - indication that this is follow-up report 001 . H6 - evaluation codes: methods code: 10 actual device evaluated (hemo monitor and pdm). Results code: 213 no failure detected (hemo monitor and pdm). Conclusions code: 71 no failure detected, device operated within specification. H10 - indication of additional manufacturer information is contained in this follow-up report.